Manufacturer narrative:
Patient age, gender, and weight are unknown. Reported event of balloon leak. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011, that a maxforce biliary dilatation balloon was used during a dilatation in the papilla performed on (B)(6) 2011. According to the complaint, during the procedure, the balloon would not inflate. It was confirmed that there was a leak in the balloon, and that the balloon was never inflated due to the leak. The procedure was completed with another maxforce balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.